Event description:
It was reported that the patient underwent abdominal sacrocolpopexy in (B)(6) 2012 and suture was placed in soft tissue of uterus and promontorium fascia. In 2014, the patient experienced pain and prolapse and underwent an unknown surgical procedure. During the procedure, it was found that the patient tissue pulled away from the suture placed in (B)(6) 2012 and suture broke from the proximal promontorium. Suture was used to repair and the current patient status is well.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.